Manufacturer narrative:
An engineering analysis of the unit is currently being performed. A follow-up report will be sent once investigation is completed.

Event description:
Hill-rom received a report that the vest unit started smoking. The report indicated that the fire alarm in the hospital was set off as a result. An engineering analysis of the unit is currently being performed.